Event description:
A discordant, falsely elevated glucose result was obtained on a patient sample on a dimension vista 500 instrument. The discordant glucose result was reported to the physician(s). The laboratory received a new sample from the patient, and the result was lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. All subsequent testing for the patient on the instrument had been within normal ranges. The cause of the discordant, falsely elevated glucose result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.